Manufacturer narrative:
(B)(6): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f26 ¿ no health consequences or impact device problem code: a040102 - loss of or failure to bond a device history record review was completed by our quality engineer team for provided material number 305211 and lot number 2005771. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative

Event description:
A complaint was reported, ¿hcp office contact who reported the needle from one vabysmo 6mg vial just fell apart before administration in hcp setting.¿ very limited information was provided in order to understand and define the defect. No further information is currently available. This complaint is only a notification. No investigation is required from your end. Please acknowledge the receipt of this complaint.